Event description:
In 2000, the cryopreserved aortic valve & conduit was implanted into a pt during truncus arteriosus repair. The pt also has history of digeorge syndrome, gastroesophageal reflux, and swallowing dysfunction, which required a gastrointestinal tube and fundoplicatin. Subsequently. The pt developed mobitz type ii second degree av block and the pt developed mobitz type ii second degree av block and underwent placement of a vvi pacemaker. Recent (no date provided) echocardiogram demonstrated significant homograft stenosis and 2+ homograft insufficiency. The pt also had evidence of a small residual atrial and ventricle septal defect. Catheterization procedure was performed and indicated that the pt possessed truncal stenosis and insufficiency with calcification in the distal portion of the conduit in both right and left pulmonary arteries. The surgeon elected to proceed with right ventricular outflow tract revision and proximal pulmonary artery augmentation on the previously placed homograft (aortic value and conduit) was completely removed and replaced with a 25-mm, porcine heterograft (manufacturer unk). The pt tolerated the procedure satisfactorily with no complications reported to date.